Event description:
The lay user / patient contacted lifescan (lfs) alleging that the one touch ultra display was cracked. A medical affairs specialist (mas) spoke to the patient and obtained the following information: since nine days ago, the patient alleges she has been unable to test her blood glucose due to a cracked lcd screen. He claimed that her daughter was playing with the meter and when the patient found the meter, the lcd was cracked. Due to the cracked lcd screen, she was unable to interpret the reading after she tested her blood glucose on that day. She continued to take her insulin even though the meter had not been working. She claims she guessed her humalog and regular insulin doses. Two nights later, the patient was exhibiting symptoms of shakiness, blurred vision, and could barely walk. She did not attempt to test her blood glucose. She went to the ER; however, does no recall what her blood glucose reading was in the ER. She was admitted in the hospital and was discharged 4 days later. While her stay in the hospital, she was treated with insulin and given pain medications for her back. The diagnosis was hyperglycemia and arthritis. She did not recall how much insulin she had taken on the 22nd. Post-incident, she now takes lantus 40 units at night, from 24 units at night prior to the event. The patient does not recall what her readings were prior to the event. She claims they "were usually high and sometimes low." The patient tests 4-5 times a day and is on a sliding scale of humalog and regular insulin and a set amount of lantus insulin at night. Customer care advocate (cca) sent the patient replacement meter. This complaint is being reported because the patient alleged she was unable to test due to a cracked lcd screen, experienced symptoms, and was treated for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.